Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact, and an extracting stylet was returned stuck in the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection identified insulation damage approximately 187 to 196 millimeters (mm) from the terminal pin end of the lead. The proximal side of the outer insulation abrasion was noted approximately 187 mm from the terminal pin, and the distal side has been pulled to approximately 220 mm (likely explant related). The inner insulation was damaged (abraded) approximately 196 mm from the terminal pin. The oversensing and noisy signals allegations were confirmed based on the finding of damaged insulation (abrasion). The abrasions appeared to be at the suture tie down area, at the suture tie down site. The "cause traced to device design" investigation conclusion code was selected based on the direct observation of insulation damage (abrasion) on the returned lead. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the patient with this right atrial (ra) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that noise on this lead is a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. The explanted lead has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis. Additional information: laboratory analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that noise on this lead is a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right atrial (ra) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that noise on this lead is a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. The explanted lead has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis.